Event description:
It was reported that after the pump battery was depleted and recharged, the user attempted a supply change and the device acknowledged a confirmation tap but did not advance and could not be exited, leading to a remote restart and subsequent setup prompt that was resolved; the device firmware was then updated and the user proceeded with the supply change. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and restoration of function after restart and firmware update. Investigation included remote troubleshooting and guidance through app-based restart and firmware update. Investigation of this case revealed an unresponsive user interface during the fill tubing step that was corrected by a system restart and firmware update, consistent with a software usability or interface malfunction without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was software-related malfunction that resolved with restart and firmware update.